Event description:
Caller (patient's friend) alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 1.7, 1.2. Patient's friend thinks patient's therapeutic range is 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.